Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient presented to the emergency room (ER) after experiencing chest pain. Tech services reviewed the data and found the patient was in a rhythmic episode at the time of remote interrogation. Noise and high out of range impedance spike to 2100 ohms for this ra lead were noted. The ra output was increased to 2x threshold.

Manufacturer narrative:
(B)(4) 2017 - this lead was explanted on (B)(6) 2017. We received a device evaluation. Upon receipt, the lead under complaint was found cut approximately 19.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection showed the ligature marks approximately 13 cm distal to the is-1 connector pin and further revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.